Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue.

Event description:
It was reported that the atrial lead was found to be undersensing p-waves. The atrial lead sensitivity was reprogrammed to resolve the undersensing, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949 lead, implanted: (B)(6) 2006; 1258t lead, implanted: (B)(6) 2011. (B)(4).